Event description:
First in (B)(6) 2015 wife had a spinal surgery with a boston scientific spinal cord stimulator implanted in her spine. Less than 3 yrs later it failed, electrocuting her and anchors protruding out of the back three quarters of an inch. (B)(6) 2018 had device explanted and new implanted same device. Less than 4 weeks later it has also failed causing my wife to have three spinal surgeries due to this product. The anchors have failed again and the leads migrated which now less than 4 weeks after spine surgery has to have another spine surgery. This is all due to a defect in the product that the rep from boston scientific told us after the first one failed they have revised the anchors and zero chance of loosening again. Well it happened and my wife has to have third spinal surgery due to this product. Two other companies that implant the device have both stepped up to the plate and recalled their device for problems, however boston scientific will not. First implant (B)(6) 2015 failed. Second implant and explant (B)(6) 2018 it has failed. Third surgery is being scheduled to be done asap. X-ray results from the surgeon showed the lead going up the spine have released and migrated giving my wife an ultimate shock to her body.